Event description:
It was reported that the atrial lead had impedance trending fluctuations. The patient's system was downgraded and so the lead was ex planted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable tachy lead 2007 (B)(6); (B)(4) implantable cardioverter defibrillator 2007 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.